Event description:
It was reported while using bd precisionglide¿ sub-q 1 ml 26 g the syringes separate from themselves. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the patient stated that the syringes are always coming apart. Patient called to report that the syringes are giving him issues, he stated that he's having to put the syringes back together after taking them out of the packages in the morning. Patient stated that the syringes always come apart.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd precisionglide¿ sub-q 1 ml 26 g the syringes separate from themselves. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the patient stated that the syringes are always coming apart. Patient called to report that the syringes are giving him issues, he stated that he's having to put the syringes back together after taking them out of the packages in the morning. Patient stated that the syringes always come apart.